Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to replace the old abutment with a longer one.

Manufacturer narrative:
This report is submitted on march 15, 2022.